Event description:
It was reported that patient underwent bilateral partial knee arthroplasty on (B)(6) 2011. Approximately one month later, an irrigation and debridement was performed. Subsequently, a right knee revision procedure took place on (B)(6) 2013 due to dislocation. The femoral component, tibial bearing and tibial tray were removed and replaced. The surgeon noted wear on the tibial bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." And "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." And "wear and/or deformation of articulating surfaces." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-00968 / 00970).